Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 alarm (air in tubing) on the homechoice (hc) during dwell 2 of 3. The patient was connected at the time of the alarm. During troubleshooting, it was determined that the hp had left the clamp on an unused line open. The technical service representative (tsr) reviewed proper procedure with the patient. The tsr assisted the patient in clearing the alarm. The patient planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.